Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery was at normal end of life. Telemetry and output were okay.

Event description:
It was reported that a patient¿s implantable pulse generator (ipg) had suspected premature battery depletion. It was stated that the ipg was implanted in (B)(6) 2013 and was replaced today. It was stated that it was not possible to interrogate the device because, it was already in eos (end of service) and programming parameters were not available. It was stated that the new ipg was programmed with 4v, one-, one+, 60hz, 210 microsec. It was reported that the patient could not perceive stimulation. It was reported that the patient was alive with no injury. Additional information received reported that the previously reported date of implant was approximate. It was stated that the ipg was sent for analysis today. Additional information received reported the patient¿s settings on the device in eos had been 8.4v, pulse width 450's, rate 120 hz.

Manufacturer narrative:
(B)(4).